Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00977, 2134265-2017-01160 and 2134265-2017-01169. It was reported the patient experienced blood loss, st elevations and died. A left atrial appendage (laa) closure procedure was being performed. It was noted that the patient had many co-morbidities and was small. Her airway was very small, therefore there was extreme difficulty intubating. They had to use a pediatric transesophageal echocardiogram (tee) which has poor mage quality. For this reason, the physician decided to use an intracardiac echocardiography (ice) catheter on the left side of the heart to have two ultrasound sources. This was done through a non bsc 12 fr steerable sheath in the right femoral. Hemoglobin was normal initially and activated clotting time (act) was 233 sec however, an extra set of hands was needed to apply pressure at the access site because the right femoral access site was also used for the watchman devices. It was noted that the patient was bleeding from the access site a pretty good pace. Along side the steerable sheath, a double curve watchman ® access system (was) was inserted into the patient, but it became kinked due to the amount of torque applied to attempt to get it into the correct position. It was exchanged for another double curve was, but they were unable to reach the laa to position this was correctly. A new anterior curve was advanced into the patient. A 24mm watchman ® laa closure device & delivery system (wds) was then advanced into the was. They deployed the closure device and noted there was st elevation. The physician immediately shot contrast through her coronary arteries which showed patent and ordered 4 units of packed red blood transfused. During this time, they were also checking release criteria and as it was met, the closure device was released. The physician believed the patient lost about 1 and a half liters of blood which may have caused the st elevation; her hemoglobin level was at 5. The patient had a confirmed retroperitoneal bleed and remained in post anesthesia care unit (pacu) for six hours. She developed compartment syndrome in her lower extremity and eventually passed away.